Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's wife reported that pump prompted to rewind (though there was no such prompt per carelink). So, she went to customer's care facility to help him rewind. She struggled to get it to rewind because it would not rewind. She finally got the pump to rewind. Then, she monitored him and went home. Customer had a low on (B)(6) 2024 and wife said that when they removed the reservoir, half of the insulin was missing. Customer had a low blood glucose value of 34mg/dl and was treated with dextrose in the emergency room. Wife alleged over delivery. Partial troubleshooting was done. Per carelink, the low likely occurred on december 21, 2024. Per carelink, pump was used at the time of the low and smartguard was used. Pump was discontinued and returned under report number: 2032227-2025-144800.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to possible over delivery of the pump. And also reported customer struggled to do rewind because the pump would not rewind. Later rewind was successful. The customer reported blood glucose value of 34 mg/dl was treated with emergency room visit. The event involved product(s) unomedical, mmt-7841zn, mmt-1884, mmt-332a, mmt-7040a. Troubleshooting was not completed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.